Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was admitted to the hospital with diabetic ketoacidosis (dka). Customer did not provide hospital treatment. Healthcare provider (hcp) advised the customer to discontinue pump therapy "for a bit" and after resuming pump therapy, hcp advised customer to alternate the type of infusion set used between trusteel and autosoft 90. Customer did not provide discharge date; no injuries were reported. Reportedly, customer was to follow up with their hcp to discuss the intermittent occlusions.